Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during accessing of the left internal carotid artery (ica), the avigo guidewire could not be push up (advanced). The avigo guidewire was retrieved and noticed to have the distal tip (around 3-4mm) broken. The distal section of the avigo guidewire was left inside the vessel. (Vessel lica tortuous). The patient was reported to have asymptomatic.